Event description:
According to the civil summons, while undergoing a laparoscopic cholecystectomy, the pt suffered a traumatic injury to his colon at the hepatic flexure, which is believed to have been caused by a discharge of stray energy from the laparoscopic equipment used in the procedure. Some time in the week following the surgery, the wound ultimately ruptured and the contents of the pt's colon began leaking into his abdominal cavity, ultimately causing severe necrosis of a substantial portion of his colon as well as his omentum. Additional surgical and medical care was required.

Manufacturer narrative:
(B)(4). The incident device has not been returned for evaluation. If the incident device is returned, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.